Manufacturer narrative:
The kit, smart card, and customer photographs were provided for investigation. Review of the smart card data identified that an alarm #7: blood leak? (Centrifuge chamber) occurred after 224 ml of whole blood was processed; thus, indicating the cellex instrument detected fluid within the centrifuge chamber. Review of the customer provided photographs confirmed that a centrifuge bowl break had occurred during a patient treatment. The outer centrifuge bowl base appears to be intact and contained within the centrifuge bowl holder of the cellex instrument. Visual inspection of the returned kit determined that pieces of the outer bowl were still connected to the centrifuge bowl base indicating that the breakage occurred in the outer centrifuge bowl material and not at the weld between the outer bowl and bowl base. Furthermore, the drive tube is damaged just above the lower bearing stop and is twisted. A device history record (DHR) review did not identify any related non-conformances. This lot passed all lot release testing. No manufacturing related defects were identified through this investigation. Although the reported centrifuge bowl leak/break complaint is verified, a definitive root cause could not be determined. No further action is required at this time. Investigation complete. This investigation is now complete. Mc: 046715 b.k.18-dec-2019

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h333 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h333 for the reported issue shows no trends. Trends were reviewed for complaint category,centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 224 ml of whole blood was processed at the time the break occurred. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer has provided the kit and photographs for investigation.